Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported IV set "blew" and leaked during power injector infusion. The set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported the IV set "blew" and leaked during power injector infusion. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.